Event description:
Patient representative reported left side "hair loss and headache attacks", "pain and discomfort", "lumps in the breasts that increased (initially had a diagnosis of 3 and reached 20 lumps) and in the same year started having buzzing in ear", "concern about the risk of developing cancer," "there is anxiety", "worldwide recall", "breast pain, twinges, burning and tingling in arms and legs", "fear of future problems related to the prosthesis," and patient is "depressed, with hypothymic mood, easy crying and clear signs of frustration and hopelessness." Ultrasound identified "small amount of free peri-implant fluid in the left breast" and "21 hypoechogenic, oval and circumscribed solid nodules in the breasts". MRI identified "presence of breast cysts" and "breast lumps, classified as acr bi rads category 3". Core biopsy showed "two nodules classified in category 4a ... Concluded by: breast with stromal fibrosis and alterations focal points suggestive of fibroadenoma." Events deemed not device related are as follows: ¿breast cysts¿, ¿headache attacks¿, ¿tingling, twinges¿, ¿twinges, burning and tingling in arms and legs¿, ¿pain, burning¿, ¿discomfort¿, ¿buzzing in ear¿, ¿hair loss¿, ¿lumps in the breasts that increased (initially had a diagnosis of 3 and reached 20 lumps)¿, ¿nodules¿, ¿21 hypoechogenic, oval and circumscribed solid nodules¿, ¿fibroadenoma¿. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "small amount of free peri-implant fluid in the left breast", "concern about the risk of developing cancer, "and "worldwide recall".